Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no unexpected skipping and scroll bar moving during testing. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 389 mg/dl at the time of incident. The insulin pump will be returned for analysis.